Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when a new fentanyl cadd was being hung, the tubing just before the hub was found to have a hole in it. Some fentanyl had dripped on the floor as the priming was stopped immediately upon discovering the hole. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: no lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.